Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Electrical and mechanical tests indicated normal device functionality. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. Header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported events of inability to interrogate and no magnet response were not confirmed. As received, the device battery voltage was in the normal range. Communication tests were performed using inductive and rf telemetry, indicating normal functionality. Magnet response tests were also performed with normal results. Additional findings were found. Electrical tests indicated cross-talk between atrial and ventricular channels, which was also verified by direct measurements between the atrial and ventricular conductors, revealing an unexpected low impedance path. The device was cut open to enable further testing. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in cross-talk between output channels. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after being unable to connect to the home monitor. An attempt to interrogate the device was made with no success and when a magnet was applied, no magnet response was noted on surface electrocardiogram. The device was explanted and replaced. The patient was in stable condition.